Manufacturer narrative:
H3, h6: the device was not returned for evaluation. All supplied information has been reviewed and we have not been able to confirm the complaint. The instruction for use details how the device cannot detect pooling of exudate within wound filler, which may cause maceration. These instructions also state how how reliance on alarms should not be considered an alternative to frequently checking the wound during treatment. Medical review concluded, a procedural variance cannot be ruled out as a contributing factor to the reported event, which does not represent a device malfunction. Therefore, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant clinical information be provided, this complaint will be re-assessed. No further medical assessment is warranted at this time. A documentation review has been conducted, confirming previous complaints of this nature. No historical escalations or manufacturing problems were observed. A review of the device history confirmed that no manufacturing problems where observed. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. This investigation is now complete, with no manufacturing problems observed, no corrective actions are deemed necessary. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during npwt, the patient was using renasys f small w/soft port for treatment of fo dehiscence, presenting maceration in the periwound skin, identified during dressing change. Secretion leakage under the film of the soft port system was also identified.